Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. After crossing the sheath into the left atrium, aspiration was performed, and excessive air bubbles were seen in the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was contaminated.